Event description:
It was reported that revision surgery was performed due to breakage of the ceramic ball head. The ceramic ball head is not currently sellable in the united states. However, the stem used in conjunction with the ceramic ball head is sellable in the united states. It is unknown at this time if the stem was revised as well.